Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a other (unusual issue) issue. It was alleged "after a battery change, the basal program was no longer stored in pump". There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged issue may impact insulin delivery

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 20-nov-2017 with the following findings: a review of the black box showed the data from the date of the complaint was unavailable. The pump alarm history showed no evidence of basal rate clearing. The complaint was unable to be duplicated during investigation.